Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels over 500 mg/dl. Customer alleged the pump did not deliver insulin as intended when the cartridge reached below 100 units of insulin remaining. The customer changed the pump supplies and delivered a bolus to address bg levels. Customer declined to continue troubleshooting with tandem technical support.